Event description:
It was reported four days after implant that the patient's right ventricular (rv) lead had high pacing thresholds and the patient was feeling discomfort from muscle stimulation that was correlated to the patient's report of feeling the paced pulse. Initial tests did not reveal an issue but a revision was expected as there was a suspected perforation. Follow-up was performed to understand that dislodgement was determined to be the cause of the patient symptoms. The rv lead was repositioned two days later and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.